Manufacturer narrative:
The reported events of stylet cannot be pulled out of the lead and the failure to capture were not confirmed. As received, a complete lead was returned with the stylet used in the procedure inserted inside the lead. Visual and x-ray examination found the stylet curved/bent inside the lead; after removing the bend stylet the test stylet was inserted into the lead all the way to the distal tip and removed without any difficulty. Electrical testing was normal.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right atrial (ra) lead had failed to capture, and the lead had also failed to be separated from the guidewire. The lead was not used, and a new lead was implanted. The patient was stable throughout the procedure.